Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation and bone/tissue damage. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2008 left hip revision operative report noted the presence of dense pseudocapsule, soft tissue debris, a loose cup with no bone ingrowth, lysis, metal-on-metal debris, metal-on-metal osteolysis and fibrinous debris. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, ¿material sensitivity reactions.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-02703 and -05319).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2004. Subsequently, patient's legal counsel reports patient allegations of pain, swelling, inflammation and bone/tissue damage. There has been no reported revision procedure to date. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.